Event description:
A report was received that a patient was unable to fully charge their ipg. A physician determined that the ipg was flipped. The patient will be seeing a surgeon to suture down the ipg.

Event description:
A report was received that a patient was unable to fully charge their ipg. A physician determined that the ipg was flipped. The patient will be seeing a surgeon to suture down the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision. During the revision the physician replaced the ipg and removed fat around the pocket site. The patient is doing well following the revision.